Manufacturer narrative:
Investigation is in process. A follow-up report will be provided upon availability of additional information.

Event description:
On 24-mar-2026, a distributor reported via email that an ar-1588rt-2j tightrope ii rt implant ¿gave out¿ during the second tensioning step. The device¿s mechanism failed intraoperatively, and the case was completed by securing the construct using a swivelock on the femur. The issue was identified during the procedure on (B)(6) 2026 with no reported patient harm. Additional information was received on 27-mar-2026: the procedure being performed was an acl reconstruction using the graftlink technique. The issue occurred inside the patient during final tensioning on the femoral side. The surgeon attempted to re-tension the device after it gave way; however, it failed again upon re-tensioning. The tightrope ii rt was left in the patient, and the surgeon secured the tensioning sutures from the tightrope into a swivelock on the femoral side. The case was completed using the initial implant in combination with a replacement part, ar-2324bcm bio-composite swivelock sp. The surgery was delayed by approximately ten minutes, and no additional anesthesia was administered.